Event description:
It was reported to sharps compliance inc on (B)(6) 2013 that (B)(6) knocked her container over in her hotel and needles spilled out of the system without her noticing. (B)(6), the housekeeper, was cleaning her unit and was stuck by a needle upon reaching under the counter. The house keeper's name is (B)(6). Sharps contacted (B)(6) but no further information could be obtained in regards to the house keeper except that her name is (B)(6). The manager of (B)(6) reported that the needles contained in the 12000 container were used for insulin. Sharps 2 gallon container has an attached lid that can be closed when the container is not in use to prevent a spill of small needles from occurring. The user did not engage the lid. User did not place container in a safe place. There is no evidence that the needle stick resulted due to a malfunction of the container.